Event description:
Complainant alleged that the medic was monitoring a 51 year old female pt who was complaining of dizziness, but the device screen was blank and did not power-up. The clinician was able to obtain another device to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported failure.

Manufacturer narrative:
Zoll technical service department was originally able to duplicate the malfunction. The technician installed a known good digital board and the malfunction could not be duplicated. The technician then installed the orginal board back into the device and the malfunction could not be duplicated. A problem with the connection between the boards is suspected as the cause of the malfunction. No further action is required at this time.